Event description:
Lenstec received an email stating "during the surgery, oil film was observed on the surface of the lens, which could not be completely removed by rinsing. On the next day, oil film still covering the surface of the lens."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. As the device remains implanted, lenstec was unable to perform a more thorough investigation into this complaint. There was no evidence to suggest that any aspect of this device was responsible for the reported incident. Lenstec can confirm that our lenses are 100% inspected at final clean and if any oil film substance was present, the lens would not have been packed for shipping. Lenstec can further confirm that the lens, its design and the manufacturing processes are not at fault due to the extensive testing that we have performed on this model. Furthermore, we are unable to comment on the compatibility of the softec hd lens and the ve2200 injector that was used.